Event description:
Approximately nine months post hvad implant, the patient was admitted with an elevated lactase dehydrogenase (ldh) and increased power consumption outside the normal operating range per log file analysis. The patient was treated with intravenous integrilin and heparin. The power consumption returned to baseline and the clinical signs of hemolysis resolved. The patient was discharged home approximately ten days later in stable condition. No further details regarding the event were provided. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted with elevated lactase dehydrogenase (ldh) and increased power. The patient was treated and discharged in stable condition. The device ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted in the patient, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The event was confirmed via log file analysis which revealed low flow alarms and an increase in power consumption. The root cause of the reported "high power" event cannot be conclusively determined, however, a possible root cause may be attributed to thrombus formation/ ingestion within the device; there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.